Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings:a review of the black box showed evidence of unexplained power on reset events on the date of the complaint. The pump powered on with the returned battery cap to an audible tone and vibration alert, with a blank display. The battery cap was within specifications, and was able to fully tighten to the pump. The pump case was removed to find moisture contamination throughout the inside of the pump. The blank display was due to moisture ingress. The intermittent power complaint was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad with no evidence of moisture.